Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was found unresponsive. Review of stored device memory noted a stored supraventricular tachycardia (svt) episode. The cause of the patient symptoms was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.